Event description:
This is the fourth of four reports involving an intracranial pressure/temperature monitoring kit ((B)(4)) with the same product problem from the same facility but different patients. It was reported that the catheter pulls out of the bolt with relatively little effort. The catheter remained out and monitoring of the patient was discontinued. Additional clinical information was requested, however, no other information was provided. Cross referenced to manufacturer report numbers: 2023988-2010-00035, 2023988-2010-00036, and 2023988-2010-00034.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.